Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation.

Event description:
A peritoneal dialysis nurse reported a pt was hospitalized from (B)(6) 2014 for constipation and for related complications. The pt was discharged from the hospital on (B)(6) 2014. A request has been made for medical records.